Manufacturer narrative:
Correction: b5, h6 clinical code, health impact code, device code. The reported event could not be confirmed, since the device was not returned for evaluation and provided photos are not enough to confirm the issue of instability. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design & manufacturing related problems were found during the investigation a review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to instability of the joint. The device was removed and replaced new hardware.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to an infection. The device was removed and replaced with a cement spacer.